Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had open book image on the pump screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. After battery installation device gave an unexpected partial display due to cracked lcd display window. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device received with corroded electronic assemblies.